Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. The customer was treated with manual injections. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer stated that transmitter was not charging right. The green light kept blinking on the charger and they left it on the charger all night and it was still flashing green in the morning. The device will not be returned for analysis.